Event description:
Reporter indicated that a vns pt had two more seizures in one week. Follow-up with the physician revealed that the seizure level is above pre-vns baseline, and the cause of the increase in seizures is unk. He indicated vns is functioning properly. The physician has increased the output current of the pt's vns device and will further adjust vns settings if the seizures continue.